Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. Reportedly, the battery compartment was damaged and there was moisture/corrosion in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 08/16/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2017 with the following findings: on investigation, there was visible moisture behind the display lens. The battery compartment was noted to be cracked. Leak testing revealed moisture leakage at the site of the battery compartment crack. The pump had moisture damage in the internal compartment on all the internal components. Investigation duplicated the complaint. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.